Manufacturer narrative:
H11: b3 (date of event) the actual date of event is unknown. The date received by manufacturer (awareness date) was entered into the date of event field. A photo was provided for evaluation. The photo review is underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that another incident involving a lidocaine vial that shattered into pieces when a physician attempted to break it open to begin a procedure. No adverse events or injuries have been reported, physicians have expressed concern about the potential for harm.

Event description:
It was reported that another incident involving a lidocaine vial that shattered into pieces when a physician attempted to break it open to begin a procedure. No adverse events or injuries have been reported, physicians have expressed concern about the potential for harm.

Manufacturer narrative:
H11: one photo sample was received by our quality team for investigation. Upon visual inspection, the photo showed a broken lidocaine vial top, vent plug, and syringe cap in a tray. The vial top appeared to be shattered; however, the cause of the damage could not be determined, and the remaining portion of the vial was not available for analysis. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001604046 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial MDR MFR report # 9680904-2025-00020, site legal name (FDA) reported, carefusion d.r. 203 ltd. - santo domingo, dominican republic; site registration number (FDA) 9680904. Correct site legal name (FDA) is, vernon hills; site registration number (FDA) 1423507.

Manufacturer narrative:
H11: initial MDR MFR report, site legal name (FDA) reported, carefusion 2200, inc. - mannford, ok / 74044; site registration number (FDA) 1625685. Correct site legal name (FDA) is, vernon hills; site registration number (FDA) 1423507. B5 (describe event or problem). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a lidocaine vial that shattered into pieces when a physician attempted to break it open to begin a procedure. No adverse events or injuries have been reported, physicians have expressed concern about the potential for harm.